Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the workstation cater wheels and performed a full beam alignment. The sys was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the system's images were not centered. No pt injury was reported.